Manufacturer narrative:
(B)(4) - no consequences or impact to patient. (B)(4) - (B)(6) result. (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer stated a (B)(6) architect b-hcg result was generated at the same time error code 1007 (unable to process test, activated read failure) occurred on other assays. The initial (B)(6) result was (B)(6) at (B)(6). The sample was retested twice on another architect, yielding (B)(6) results of (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
The field service engineer (fse) replaced all valves of washzones 1 and 2, cleaned the trigger manifold, and checked the syringes/pumps for leaks. After optimizing the instrument, the fse confirmed the instrument was performing within specifications. A service history search did not identify any additional incidents of discrepant b-hcg results generated on the architect i2000sr, serial number (B)(4). A review of quality metrics did not identify any adverse or non-statistical trends in conjunction with discrepant b-hcg results. The architect system operations manual provides adequate information on requirements on collecting specimen and limitations of results interpretation. The architect total b-hcg assay package insert provides literature in regards to suitable specimens, results, and limitations of the procedure. Based upon the available information, no product deficiency was found. After the fse replaced the valves on washzones 1 and 2, the instrument is performing within specifications.